Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (B)(4), alleging the meter was displaying an error 2 message. The medical surveillance specialist (mss) was unable to follow up with the patient per the patient's request. This complaint was classified using the documentation provided by the customer care advocate (cca). The reporter stated due to the alleged issue, she was unable to test her blood glucose. The reporter stated since the start of the alleged issue, she has been feeling symptoms of "dizziness." The reporter was unable to provide when the alleged issue first started. The reporter denied receiving any treatment in response to her symptoms. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.